Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent catheter is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer and a 4fr powerpicc solo with an inlaid stylet and a t-lock assembly. The catheter exhibited some curved shape memory. The microintroducer sheath was observed to be deformed at the distal tip. The stylet was removed and multiple kinks were observed throughout the stylet. Microscopic inspection of the stylet confirmed the kinks in the stylet. The coil wire exhibited misaligned coils in the vicinity of the kinks. The kinks in the stylet and manipulation of the other components prevented determination of the initial state of the catheter prior to use. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "opened the package and found that the catheter was bent, straightened it with his hands, could not be completely reset, tried to puncture, and had difficulty sending the catheter many times, so he felt that there was a problem with the initial bending and could not be used normally." No other information was provided. (B)(6) 2024 - the stylet returned for evaluation exhibited multiple kinks and misaligned coils.